Event description:
Pt here for complaint of pain with planned right hip revision. Previous right thr in 1982. Intra-operatively found failed right total hip replacement with fractured femoral stem of implant.